Event description:
At the time the jp drain was removed by the physician, a section broke off and remained in the wund. Pt was taken to surgery to remove a section found tobe freely laying in the wound, but not stuck to any tissue.